Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
Reportedly, during implant procedure, it was impossible to secure leads/pacemaker connection. The device was not implanted and returned for analysis.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Reportedly, during implant procedure, it was impossible to secure leads/pacemaker connection. The device was not implanted and returned for analysis.